Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. The cause of low bg was unknown. The customer was confused and received third party assistance from their daughter, who took care of the customer and provided glucose tablets and juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.